Manufacturer narrative:
The service engineer (se) inspected the device and replaced the compressor inlet filter. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the device compressor became inoperable. The patient was transferred to another ventilator with no harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.